Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The mother was told that her son was messing with the insulin pump, which caused him to go high. The mother did not have the device with her at time of call to troubleshoot. No further information was provided.